Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked at the side of the insulin pump. No harm requiring medical intervention was reported and the customer will discontinue use of device.

Manufacturer narrative:
S/w version: 4.11d. Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged backside of pump). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, faded and peeling serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, broken battery tube threads, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged backside of pump) was confirmed during visual inspection where cacked case on corner of belt clip rails, broken battery tube threads, and cracked battery tube threads was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.